Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that upon interrogation, impedances were over 40,000 ohms on electrode 7. There were no contributing factors identified. The rep programmed the system so that electrode 7 was not being used. The issue was resolved at the time of the report and the patient was alive with no injury. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.